Manufacturer narrative:
The customer did not provide a lot number or return any products for investigation. Since the product(s) associated with the complaint was not returned and a lot number was not provided, manufacturing record review could not be performed and further investigation was not possible. Trend code analysis is performed in the monthly complaint review.

Event description:
The caller alleged a variance between inratio inr result and the lab inr result. The results were as follows: (B)(6) inratio=5.1, lab=3.5. Patient self tester's therapeutic range is: 3.5-4.0. Patient self tester was admitted to the hospital on (B)(6) 2015 for cva. Nurse stated there was no concern with his inr prior to the hospitalization; he has been in the hospital since and began lovenox shots on (B)(6) 2015.

Manufacturer narrative:
On 09/17/2017, additional information regarding the reported events was received. The following sections have been updated to reflect the additional information: (report type) updated to include adverse event, (outcomes attributed to adverse event) updated to hospitalization and disability or permanent damage, (date of event) updated to (B)(6) 2015, (describe event or problem) and section b7 (other relevant history) updated to include additional information, (type of reportable event) updated to serious injury.

Event description:
On 09/17/2017, additional information regarding the reported events was received: in 2015, the patient began using the inratio system to measure blood clotting times. On (B)(6) 2015, the patient was admitted to the hospital for a cerebrovascular accident (cva). On (B)(6) 2015, the patient began receiving lovenox injections at the hospital. The patient reports that the cerebrovascular accident (cva) resulted in permanent injuries including right-leg drop foot. The patient alleges that the inratio system returned "significantly inaccurate inr results," which prevented medical providers from prescribing a safe and effective dose of coumadin, thereby resulting in the reported injuries. On (B)(6) 2015, the patient tested with the inratio system and received an inr result of 5.1. A laboratory inr test conducted the same day produced a result of 3.5. The patient's therapeutic range was reported to be 3.5-4.0.